Event description:
During cardiomems implant procedure the sensor did not fully deploy. The physician made several attempts to manipulate the delivery catheter without success. A swan catheter was then used to push the sensor off the delivery catheter and the sensor successfully deployed. Additional anesthesia was required due to the procedural delay. There were no adverse consequences to the patient.

Manufacturer narrative:
The following components were received in the return: catheter assembly with hub intact and sensor removed, and tether wires returned separately. Visual inspection of the hub was found to be normal. Visual inspection of the length of the catheter identified minimal kinking. Visual inspection of the skiving portion of catheter identified a tear at skive 1 and 3. Visual inspection of the tether wires was normal. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.